Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to remove the entire system on an unknown date. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.